Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners patient reported gum recession, pain, and their teeth are still not straight, and gums are in worse shape after being in 3 full sets of aligners in four years.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.